Event description:
It is reported that the articular surface is deformed on the edge. The device would not properly seat.

Manufacturer narrative:
This report will be amended when our investigation is complete.